Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. It was noted that once connected to the new generator the right atrial lead exhibited low impedance. The physician connected and disconnected the atrial lead multiple times from the generator's header with the same low results. Visual inspection revealed a kink in the lead body 10 cm from the connector pin. There were no other visual anomalies. Testing in unipolar mode were satisfactory. The physician elected to reuse the atrial lead. Once the pocket was sutured and closed all right atrial lead values were within normal range. The plan was to monitor the lead with in clinic and remote monitoring. The patient tolerated the procedure well, was discharged from the hospital the same day and there were no adverse consequences as a result of the event.